Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion.

Event description:
The customer reported that the ventilator will not power on all the time. The customer also reported that the unit could not be turned off when it's powered on. The customer reported there was no patient involvement.